Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor plug was seated correctly. Sensor was found to be in state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 19). Removed the sensor plug and inspected the plug assembly, and no issues were observed. The sensor was de-cased, liquid contamination was observed on the printed circuit board assembly (pcba). An extended investigation has also been performed for the reported complaint. The brownout reset is generally caused by a disconnect between the battery and the battery pad on the pcba. Therefore, this issue is confirmed to be brownout reset due to heavy liquid contamination on the (pcba).

Event description:
A customer reported receiving a "replace sensor" message after 2 days of wearing the adc freestyle libre sensor. The customer was unable to monitor their glucose and perceived to have a high glucose and experienced symptoms of discomfort and tremors. The customer had contact with a healthcare professional who administered novorapid (dose unknown) as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted

Event description:
A customer reported receiving a "replace sensor" message after 2 days of wearing the adc freestyle libre sensor. The customer was unable to monitor their glucose and perceived to have a high glucose and experienced symptoms of discomfort and tremors. The customer had contact with a healthcare professional who administered novorapid (dose unknown) as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message after 2 days of wearing the adc freestyle libre sensor. The customer was unable to monitor their glucose and perceived to have a high glucose and experienced symptoms of discomfort and tremors. The customer had contact with a healthcare professional who administered novorapid (dose unknown) as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.